Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to deploy was not confirmed as the device was able to deploy during returned device analysis testing. However, the returned device condition suggests the reported difficulty resulted from interactions with multiple device used during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The returned device condition indicates interactions with multiple devices used during the procedure contributed to the reported difficulty. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The additional device referenced and the medwatch report is filed under a separate medwatch report number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Mw # (B)(4).

Event description:
Mw # (B)(4) received which stated: event description: "during deployment of the proglide closure device, it was noted that the device was defective. Doctor had difficulty time removing from body, significant bleeding noted, doctor controlled the bleeding. Patient was sent to recovery in stable condition. The paddles on the closure device failed to properly close after the suturing was complete. The physician had to force to remove the device. Significant bleeding was noted and he had to up size to a bigger sheath to achieve hemostasis. Internal balloon tamponade was preformed to close the puncture site. This took time and required a femostop to hold pressure external after the procedure was complete. Because of bleeding groin complication, the patient required increase monitoring in the ICU. What was the original intended procedure? Avr procedure with 26_ medtronic tavr valve." Additional information received from facility reporter. The access site was the mildly calcified right common femoral artery. Reportedly, a proglide device was used and did not deploy properly. The proglide device described in the medwatch description was the second unsuccessful proglide device used. There was no tissue damage due to the difficulty removing the proglide device. Hospitalization was extended one day. No additional information was provided.